Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#(B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine, clonidine, unknown morphine drug, and unknown baclofen via an implantable pump for non-malignant pain indications for use. It was reported that her previous pump was replaced due to infection. The patient stated that someone left the catheter in. The patient saw the physician for several years and had to get a new pump as the battery was running out and put new one in and that became infected. The physician removed the pump and was left without any pain management. The patient ended up at (B)(6). The physician stated he would do a follow up for her issue. The physician removed the pump and dealt with the catheter and put new one in. The patient currently has a synch iii pump implanted. *see (B)(4) for infection**